Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported an overcorrection in the spherical power occurred in both eyes of a patient. Additional information has been requested. There are multiple related reports for this facility. This report addresses patient rs's right eye and other manufacturer reports will be filed.

Manufacturer narrative:
A review of the device history record was traceable to the reported serial number indicating that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to the day of the treatment. Review of the logfile for the day of treatment showed no relevant error messages or warnings. During the start-up, the system passed all initialization steps without any relevant deviation. The user performed the gas change, skipped the scanner test and performed the necessary energy check, eyetracker and fluence test without any issue. The logfile showed multiple successfully performed treatments. The reported treatment could be identified in the logfile. During preparation of treatment for patient's right eye, a warning message appeared. Check bed position and selected eye occurred. It was not possible to see whether the user corrected the patient bed position or not in the logfile. The treatment for the right eye was performed successfully without interruption. The user had not performed an energy check before this patient. No technical problem could be identified during logfile review. Clinical applications specialist (cas) review concluded as follows: it was reported that after a lasik treatment with excimer laser, an overcorrection occurred on both eyes of the mentioned patient. The complaint is only applicable for the right eye. The treatment report showed a downright treatment on both eyes. It could be seen that the ablation was quite high but that was due to the high myopia in combination with the higher order aberrations. The surgeon chose an optical zone of 6.0 mm for the right eye. The treatment report showed that the measurements that were used for calculating the profile were inconsistent and of poor quality. We recommend checking and comparing the measurements prior to exporting them to the planning software. Unfortunately, we did not receive any post-operative topographies. It was reported that the post-operative refraction was +1.25 sphere for the right eye. It was not reported when this refraction was taken and whether it was a subjective or an objective refraction. We recommended a longer follow up until the healing process is completed and to retake the refraction as well as the topographies. The surgeon applied a nomogram to the sphere and reduced the cylinder. We recommend to review the calibration routine with this customer. With the provided information, we could not say what might have led to this issue. Therefore, further information after an appropriate healing time is necessary to evaluate this case. The root cause could not be identified conclusively without additional information. With current information, no product malfunction can be associated with the reported event. The manufacturer internal reference number is: 2021-16627